Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes customer states cap pops off tube before filling. The following information was provided by the initial reporter. The customer stated: "customer states cap pops off tube before filling..¿

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The following fields have been updated: b.5 it was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes customer states cap pops off tube before filling and also the tube will slide off of the luer. The following information was provided by the initial reporter. The customer stated: "customer states cap pops off tube before filling..¿ customer states when insert tube into needle luer it will begin to fill, then the tube will slide off of the luer.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes customer states cap pops off tube before filling and also the tube will slide off of the luer. The following information was provided by the initial reporter. The customer stated: "customer states cap pops off tube before filling..¿ customer states when insert tube into needle luer it will begin to fill, then the tube will slide off of the luer.

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed, all stoppers and hemogards were assembled correctly. All samples met specifications. Additionally ten (10) retention samples were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for decapping issues or tube push off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes customer states cap pops off tube before filling and also the tube will slide off of the luer. The following information was provided by the initial reporter. The customer stated: "customer states cap pops off tube before filling..¿ customer states when insert tube into needle luer it will begin to fill, then the tube will slide off of the luer.